Event description:
Covidien received information stating that while in use on a patient the bottom half of the graphic user interface (gui) on an 840 ventilator would intermittently go blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed on injured as a result of the event.

Manufacturer narrative:
The user facility reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the device with the current software and performed extended self-testing on the device and all tests passed. (B)(4).